Manufacturer narrative:
Date sent to the FDA: 04/28/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent ear surgery on (B)(6) 2011 and a reservoir was used. The reservoir had inadequate suction. The reservoir was replaced with a new reservoir. There were no adverse patient consequences.